Manufacturer narrative:
Patient 2 is a (B)(6) female born on (B)(6) 1928. The customer did not supply the patient demographic of weight for either patient. A beckman coulter (bec) field service engineer (fse) was not dispatched to customer's laboratory for this event. There is no indication that the access accutni+3 reagent was sent to bec for further evaluation. There were no hardware errors, system flags or issues with other assays in conjunction with this event. In conclusion, the cause of this event is unknown and could not be determined with the information supplied.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients on the laboratory's access 2 immunoassay system serial number (B)(4). The sample for patient 1 was reanalyzed five (5) additional times on the same access 2 immunoassay system and higher and lower access accutni+3 results both above and within the normal reference range of the assay were obtained. The sample for patient 2 was also reanalyzed three (3) additional times on the same access 2 immunoassay system and higher and lower access accutni+3 results still above the normal reference range of the assay were obtained. The initial elevated result for patient 2 was released from the laboratory and the patient was subsequently transferred to the cardiac catheterization laboratory. A corrected report was generated. There was no report of any change to or impact to patient treatment after the transfer. The initial elevated result for patient 2 was not released from the laboratory and there was no report of any change to or impact to patient treatment. Prior to the event a calibration curve and routine system check had passed within specifications. Assay level one (1) quality control (qc) was out of range high after the event. The customer replaced the aspirate probes (part of weekly maintenance) and performed a routine system check. The system check passed within all parameters. Qc also passed after completion of weekly maintenance. The patients' samples were collected in heparinized plasma tubes. The customer was unable to supply any information regarding sample processing such as centrifugation time and speed. There were no reports of sample integrity issues associated with this event.